Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal or battery event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported when taking their controller off the charger, the charging cable would not detach from the device. Patient stated the charging cable was melted into the charging port. Patient also stated they think there may have been some battery leakage. No impact to blood glucose levels was reported.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.